Event description:
It was reported that upon device interrogation, the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. Two auto mode switch episodes were noted on the atrial lead due to possible crosstalk. Patient's condition was good. The implantable cardioverter defibrillator was explanted and exchanged. No further information was reported.